Manufacturer narrative:
Correction to: the affected load was reprocessed. Lot number - correction from unk to 054611-02. Expiration date: correction from unk to 8/31/2017. Device manufacture date: correction from unk to 02/2016. Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, and system risk analysis (sra). The DHR was reviewed and test specifications were met at the time of the release. No issues were observed in the release record that would contribute to the complaint. Trending analysis by lot number was reviewed from 09/17/2016 to 03/16/2017 and trending was not exceeded. The sra indicates the risk associated with a quality problem with no impact on safety is "low." Visual analysis, retains analysis and concomitant product evaluation was not performed since there is sufficient information to determine user error as the cause. The assignable cause of the issue can be attributed to user error. An asp clinical education consultant visited the site and determined the customer was overloading the chamber of the sterrad which can cause the ci not to change properly. The customer was provided information on proper load preparation and the issue was resolved. The issue will continue to be tracked and trended.

Manufacturer narrative:
Brand name - the correct brand name is sterrad® chemical indicator strip. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14100.

Event description:
A customer reported a sterrad® chemical indicator strip did not change color correctly after a completed sterrad® 100s cycle. No load was involved. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® chemical indicator strips not changing color correctly.